Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave intermittent out of range signals that lasted about an hour. At the time of contact with dexcom technical support, patient did not report any medical intervention or injuries. Dexcom has issued an rga for patient to return the device to be investigated.